Event description:
In (B)(6) 2014, the surgeon performed a right side ifuse procedure on the patient placing four ifuse implants. The patient had leg pain following the initial surgery. CT scans showed that the superior implant had breached the neuroforamen. A few days later, the surgeon performed a revision surgery where he repositioned the first implant by backing it out a few millimeters. No implants were removed. The patient's symptoms resolved after the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on (B)(4) 2014: ifuse implant, p/n 7045-90, lot# i0898, manufactured 12/23/13, expires 2018-12; ifuse implant, p/n 7045-90, lot# i0899, manufactured 12/27/13, expires 2018-12; ifuse implant, p/n 7050-90, lot# i0863, manufactured 06/27/13, expires 2018-11; ifuse implant, p/n 7065-90, lot# 8047003938017, manufactured 08/23/12, expires 2015-10.